Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode the customer stated that there was no patient involvement.

Event description:
Pressure sensors bad ch 1 & 2. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode the customer stated that there was no patient involvement.

Event description:
Pressure sensors bad ch 1 & 2 (B)(4). Shipping & billing address confirmed. There was no patient involvement. (B)(4). Customer stated channel a and b pressure transducers bad was not confirmed. The pressure transducers on channel a and b in good condition. Found channel a broken ail sensor, replaced it a new ail sensor on channel a. Broken jawhead on channel b, replaced it a new jawhead on channel b. The lithium battery is low voltage, replaced it a new lithium battery. (B)(4).